Event description:
It was reported that the intraocular lens had one haptic which took a long time to unfold. The lens was then removed using a second instrument to assist with opening the haptic. There was no injury, no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Date of event: unknown/ not provided, or the best estimate date is of a range. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.